Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (frequent gong alarms and arrhythmia alarms, false asystole events) has been confirmed. Upon investigation the monitor failed baseline testing and could not pick up ECG waveforms. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The monitor had no -5bn output voltage and all ecgs and the rear therapy electrodes on the test belt showed falloff, causing the alarms and asystole events. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was experiencing abnormal shutdowns.